Manufacturer narrative:
(B)(4): analysis of neurostimulator model 7428, serial (B)(4) showed no significant anomalies. The device was functionally okay, and good, stable output was observed on each electrode pair. Plugs showed no anomaly.

Event description:
Impedance measurements greater than 4000 ohms were reported between electrode 0 and all other contacts. On (B)(6) 2011, the implanted neurostimulator was explanted and replaced due to normal battery depletion. The replacement did not result in any change to the high impedance readings; the issue was ongoing. No troubleshooting was performed. No additional high impedance readings had been reported.